Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level of 490 mg/dl. Customer was treated with manual injection. Troubleshooting was performed. The customer was advised a replacement will be sent. The insulin pump was not returned for analysis.